Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The caller did not know the blood glucose reading.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. No motor error alarm was noted and the motor passed the motor test. The insulin pump had a cracked display window, cracked case at the display window corner, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.